Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity drug eluting stent to treat a lesion in the cx exhibiting 95% stenosis. The device was prepped and inspected along with negative prep performed with no issues noted. After deployment it was noted that the device was used approximately 1 month post its expiry date. Patient is fine - no injury reported.